Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and no drops were seen exiting the infusion set tubing and patient line. Customer¿s blood glucose level was 222 mg/dl. Tandem technical support guided the customer through priming the air bubbles out and customer changed cartridge to resolve the issue.